Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken shaft on the distal end. The mcs tip cover accessory could not be detached but worked normally during the procedure. The cannula seal also could not be detached from the mcs instrument but worked normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use and there was no damage observed. There was no arcing observed. The mcs tip cover accessory was installed properly using the installation tool. No orange surface was visible after the mcs tip cover accessory was installed onto the instrument. No instrument collision was observed during the procedure. It was confirmed that there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory and completed the device evaluation. The mcs tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tears were axially aligned with the mcs tip cover accessory and measured from 0.084¿ to 0.203¿ in length. There were no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. Additionally, the mcs tip cover was found to have a gouge at the midpoint. There were also scratch marks observed during visual inspection.